Event description:
Information received by medtronic indicated that the customer reported that the insulin pump's screw was not moving as intended. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue could not be resolved. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <8 months. Customer reports: unable to dispense insulin, the screw lifts off the cartridge. Per visual inspection: cartridge holder is cracked and injection foot is missing. No physical damage to cap or inpen was noted. The inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. Leadscrew retracts into inpen when dialing a dose. The leadscrew does not advance in travel. Unable to perform functional test. Installed testing cartridge holder to inpen and cap stayed attached. No cap anomaly was noted. Pending further analysis that will be performed at san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer reports: unable to dispense insulin, the screw lifts off the cartridge. Per visual inspection: cartridge holder is cracked and injection foot is missing. No physical damage to cap or inpen was noted the inpen paired to the commercial app with small pairing dose. Inpen received with leadscrew 1/4 of the travel. Leadscrew retracts into inpen when dialing a dose. The leadscrew does not advance in travel. Unable to perform functional test. Installed testing cartridge holder to inpen and cap stayed attached. No cap anomaly was noted. Pending further analysis that will be performed at san diego location. In conclusion: per san diego analysis, inpen had debris lodged between the electronics housing and dose knob causing the inpen to retract and extend when dialing. Dust on the inside of the dose knob and horizontal abrasions on the electronics housing were observed. This can affect insulin delivery, therefore, the customer complaint of leadscrew anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.